Event description:
During testing at the user facility, the device delivered less than intended. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found that the device delivered less than intended. The device mechanism was replaced and the device was returned to clinical service. At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted, if applicable. This report represents all the information known by the reporter upon query by hospira personnel.